Event description:
It was reported that the right ventricular (rv) lead is exhibiting an increase in short interval counts (sic) and cross chamber oversensing is occurring. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular (rv) lead. Frozen strip shows atrial sensing on the v lead. Average of 33 ventricular- short interval counts (sic)/day over the last 33 days.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical productsd284drg ICD, implanted: (B)(6) 2011. (B)(4).